Event description:
It is reported that the patient underwent irrigation and debridement with a femoral head and acetabular liner exchange due to infection.

Manufacturer narrative:
This report will be amended when our investigation is complete.